Manufacturer narrative:
Date sent to FDA: 09/11/2020. Corrected information: manufacturing site name.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a ventral hernia repair surgery on (B)(6) 2015 and mesh was implanted. Additional information was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon noted ¿on entering the fascia, multiple dense adhesions were identified requiring over 180 minutes of adhesiolysis of small and large bowel.¿ the surgeon ¿debrided all of the infected mesh from the anterior abdominal wall. He noted multiple sinus tracts bathed in pus and mucus-appearing material.¿ it was reported that on (B)(6) 2016, the patient underwent excisional debridement of abdominal wall, skin, soft tissue and retained mesh during which the surgeon noted ¿a piece of mesh that was still adherent in the anterior position of the wound consistent with the previous mesh that had been removed¿. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, bowel resection, adhesions, recurrence, lysis of adhesions, organ damage, prolonged hospitalization, infection, scarring, disfigurement, loss of appetite and stress and anxiety. No additional information is provided.